Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope was found chipped distal end rubber part during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the acoustic lens was peeling off (adhesive layer was exposed), the objective lens adhesive joint was peeling. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction chipping of the distal-end rubber part was due to the acoustic lens peeling off, exposing the adhesive layer. The most probable cause of the complaint and the additional findings is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.